Event description:
It was reported that balloon rupture occurred. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm when inflated for 20 seconds. The device was removed without any problem by using the normal method. There were no complications reported and patient was in good condition post procedure.